Event description:
Rapid infusion pump quit working during operating room case. Back up battery did not come on. Turned machine off in "back" of unit, waited 5 seconds, turned on and machine worked the remainder of case. Notified the MFR of the problem and they sent a technician to find the problem; they could not duplicate.